Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens didn't deploy. Additional information has been requested.

Manufacturer narrative:
Additional information provided in b.2. ,b.5. , h.6. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction the manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the event occurred during the iol preparation with no patient contact and procedure completed with new lens.